Manufacturer narrative:
Product in complaint was returned to zoll circulation on 02/20/2014 for investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to manufacturer for analysis. Visual inspection of the returned platform shows no damage. A review of the archive was performed and the reported complaint of the platform displaying a user advisory 2 (compression tracking error) was confirmed. The archive data shows that ua2 occurred on the first compression on (B)(6) 2014 and on (B)(6) 2014, rather than on the reported event date of 2/3/14. The archive shows that no sessions occurred on (B)(6) 2014. Functional testing was performed and the user advisory 2 could not be reproduced. Furthermore, load cell characterization testing was performed, which confirmed both load cell modules are functioning within specification. Per the battery hangtag - advisory codes description and action (pn (B)(4)), user advisory 2 is an indication that the autopulse® has detected a change in lifeband tension. This advisory can happen when the patient or lifeband is out of position, or if the lifeband is opened during active operation. Based on the investigation, no parts were identified for replacement. In summary, the reported complaint of the platform displaying a user advisory 2 (compression tracking error) was confirmed based on the archive review but could not be confirmed during functional testing. Upon completion of servicing the platform, it passed all testing criteria.

Event description:
Complainant alleged that during incoming inspection, the autopulse resuscitation system displayed a user advisory (ua) 02 (compression tracking error) message and compressions were unable to be initiated. Mannequin appeared to be properly aligned. There was no report of any patient involvement. No further details were provided.